Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2016.

Manufacturer narrative:
At the completion of the investigation, the reported endoleak type iiia is not confirmed; however the non endologix relining of the aortic portion, and the additional proximal non endologix cuff at an unknown date was confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was reported to have two other interventions for unknown reasons. The final patient status post rupture in 2018, was not reported. Additionally, there was evidence to reasonable suggest an endoleak type iiib of the main body stent near the bifurcation that was not included in the event as reported. The failure is most likely device related. This finding was discovered on during review of the CT scan (unknown time post implant). There was no rupture at this time point, but it is likely this event preceded the on (B)(6) 2018 rupture event. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to 0.2%. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: updated event. Conclusion remove 11.

Event description:
The patient was initially implanted with an afx bifurcated, aortic extension and limb extension on (B)(6) 2013. It was reported that recently the patient had a non-endologix stent placed for an unknown reason. At this time, endologix was made aware that on (B)(6) 2016, a non-endologix stent was palaced to treat and endoleak type iiia. Reintervention was performed on (B)(6) 2016, a non-endologix stent was placed to resolve the endoleak.